Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system stored an inappropriate atrial tachy response episode due to far field oversensing. Technical services (ts) advised the atrial signal is falling into the refractory period and thus still counting toward a mode switch. Ts suggested programming options. This pacemaker remains in service. No adverse patient effects were reported.